Event description:
It was reported that patient lost stimulation due to high impedances on the lead. The patient underwent a surgical procedure to replace the lead. Post operatively, the patient had therapy back and was feeling well.

Event description:
It was reported that patient lost stimulation due to high impedances on the lead. The patient underwent a surgical procedure to replace the lead. Post operatively, the patient had therapy back and was feeling well.

Manufacturer narrative:
Visual (microscope) and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the loss of stimulation and high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.